Event description:
As reported by the user facility: event 4. Brief inquiry description tubing ran dry. Detailed inquiry description 8 events yesterday at anderson infusion where the tubing went dry, but a good amount of drug was left in the bag. This was reported by 5 different nurses and all different pumps but all were chemotherapy and pharmacy said all tubing was lot #0061919662. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).. Retained units were evaluated and passed the internal testing. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.